Event description:
It was reported that the patient presented via merlin.net transmission it was noted that the atrial lead exhibited loss of sensing and high thresholds due to dislodgement. The physician attempted to reposition the lead, the helix would not attach to the patient's tissue. The lead was explanted and replaced successfully. The patient tolerated the procedure well.